Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 18-feb-2026, UDI#: (B)(4); product ID: 97 7a275, serial/lot #: (B)(6), ubd: 16-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration. A loss of stimulation, loss of therapy, stimulation in an undesired location and a return of pain were noted. Patient reports she thinks she first noticed a change/disruption in her stimulation about 6 months ago. The patient has a planned surgical revision on august 9th. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.   See general text for omitted information.

Event description:
It was reported the old leads were no long in epidural space; there was return of pain. Old leads and ipg explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot#/serial# (B)(6) implanted: (B)(6) 2022, product type lead product ID 977a275 lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.